Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that there was a lead issue. The lead implanted in 2011 was fractured due to a patient fall. The lead and implantable neurostimulator (ins) were replaced on (B)(6) 2015. The hcp had done the programming of the device and was calling to look up the last program the patient was on as that program worked best. There were no reported symptoms. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.